Event description:
It was reported that the patient had a pump stop or system controller malfunction with low flow alarms and 0.0 flow reading. Emergency medical services (ems) had been called and were on the scene and a helicopter was in route to transfer the patient to the closest ventricular assist device (vad) center. The patient was alert and appeared stable by ems report. Ultimately, the patient arrived to the emergency room via helicopter and was hemodynamically stable. Echocardiogram showed flow through the pump. Echocardiogram also showed that the right ventricle was moderately dilated and right ventricle systolic function was moderately to severely reduced. Additionally, echocardiogram noted that the aortic valve opened with every beat, there was mild mitral regurgitation, and there was a very small pericardial effusion with no echocardiographic evidence of tamponade. While in the emergency department a system controller exchange was performed, and the patient tolerated it well. The new system controller appeared to be working well. Following the exchange the speed was noted to be 7200 rpm, flow in the 4 lpm range, power in the 6 w range, and pulsatility index (pi) in the 3 range. The patient confirmed that 7200 rpm was the correct vad speed. Log files were submitted for evaluation and captured the onset of very low flow estimates with a corresponding decrease in motor power causing low flow hazard alarms on (B)(6) 2024 between 6:17pm-8:20pm. Following this time frame the estimated flow fluctuated near the alarm threshold of 2.5 lpm and continued to increase up to 3.7 lpm until the driveline was disconnected from the system controller at ~11:08pm on (B)(6) 2024. The event log file did not contain any unusual rotor or pump faults. The patient was discharged from the emergency department with instructions to call the vad center as soon as possible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the submitted log files; however, a specific cause cannot be conclusively determined through this investigation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. It was reported that the patient was traveling and was taken by emergency medical services (ems) to a ventricular assist device (vad) center due to "0.0 flows". An echocardiogram revealed moderately to severely reduced right ventricle systolic function, moderately reduced mitral valve leaflet excursion/regurgitation, and a very small pericardial effusion. A controller exchange was completed, and the patient tolerated the swap well. The controller event log file contained relevant events on 18jul2024, spanning approximately 9 hours. The first four hours of the log file captured estimated pump flow ranging from 4.9 liters per minute (lpm) to 6.7 lpm. At 18:18:06 a low flow alarm was captured due to the estimated pump flow decreasing below the low flow alarm threshold of 2.5 lpm for more than 10 seconds. The estimated pump flow continued to decrease and by 18:20:44 the estimated pump flow reached 0.0 lpm. The estimated pump flow remained at 0.0 lpm for the next approximately 20 minutes before briefly increasing as high as 0.7 lpm and then returning to 0.0 lpm. At 19:08:39 the estimated pump flow gradually began to increase from 0.0 lpm, reaching 1.0 lpm at 19:38:49 and the low flow alarm condition resolved by 20:20:19. Over the next approximately 110 minutes, estimated pump flow typically ranged from 2.2 lpm to 2.7 lpm, with intermittent low flow alarms. The estimated pump flow increased as high as 3.7 lpm before the driveline was disconnected from the system controller at 23:08:28, and the system controller was shutdown at 23:09:07, consistent with the reported controller exchange. No other notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the set speed while the driveline was connected to the system controller. Ultimately the patient was discharged from the emergency department, with instructions to notify their vad center. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.